Event description:
It was reported that the patient presented for an implant procedure. It was noted that the left ventricular lead failed to capture and exhibited a high pacing impedance. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported events of high pacing impedance and failure to capture were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve was measured to be within specification.